Event description:
Report of explant of device system due to "necrotic wound, infected baclofen pump and catheter received via annual device tracking report. Follow up with hcp revealed the onset/diagnosis of the infection was 2000. The symptom was drainage. The primary location of the infection was the lumbar region. A culture was obtained from the device pocket and the lumbar region but the results were unknown. The patient was treated with IV antibiotics and total device system explant. The infection has resolved.